Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3057, lot# unknown, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a trial patient. It was reported that one of the patient¿s leads came out. On (B)(6) 2017 the patient reported that the second lead came out and that the wires were the worst part of the procedure. The patient¿s doctor stated not to worry about leads due to surgery the day after the report. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
Include two lead products. Concomitant medical products: product ID: 3057, product type: screening device, product ID: 3057, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Based on additional review of the event, the previously reported device code of (B)(4) no longer applies to the event. Code (B)(4) now applies. Also, the previously reported (B)(4) no longer applies to the event. If information is provided in the future, a supplemental report will be issued.